Event description:
It was reported that during implant repositioning of the lead was very difficult and measurement values were without specification. No pacing capture was observed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of capture anomaly could not be verified. Analysis was normal and no anomaly was found.